Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During intra-operative measurements the 5 most apical channels showed high impedances. Imaging was recommended by the audiologist, however, the surgeon suspected it was an air bubble and wanted to wait until the results of the initial activation. The device was activated on (B)(6) 2024 and the same electrodes were still high. Continuous measurements revealed no impedance fluctuations. The audiologist will follow up with the clinic. Imaging will likely be the next step.

Event description:
During intra-operative measurements the 5 most apical channels showed high impedances. Imaging was recommended by the audiologist; however, the surgeon suspected it was an air bubble and wanted to wait until the results of the initial activation. The device was activated on 16-sep-2024 and the same electrodes were still high.

Manufacturer narrative:
Additional information: according to the information received from the field intra- and postoperative measurements show the five most apical channels with hi status. Diagnostic imaging shows eight channels inside the cochlea. The remaining four channels are missing likely due to being cut off during implantation surgery. Further steps are currently unknown.

Manufacturer narrative:
Additional information: according to the information received from the field intra- and postoperative measurements show the five most apical channels with hi status likely due to a damage to the active electrode during implantation surgery. Further checks are planned.

Event description:
During intra-operative measurements the 5 most apical channels showed high impedances. Imaging was recommended by the audiologist, however, the surgeon suspected it was an air bubble and wanted to wait until the results of the initial activation. The device was activated on (B)(6) 2024 and the same electrodes were still high. Continuous measurements revealed no impedance fluctuations. The audiologist will follow up with the clinic. Imaging will likely be the next step.